Event description:
Physician reporting rupture right implant. Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. Reason for reoperation: rupture.

Manufacturer narrative:
Visual evaluation: device photograph(s) for the device related to the reported event of rupture-breast was requested on january 15, 2024. Visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. Rupture-breast: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Physician reporting rupture right implant. Device has been explanted and replaced with non-allergan device.